Event description:
The account stated the bed will send a priority nurse call as soon as the pt positioning monitor (ppm) is activated, but the bed does not alarm locally.

Manufacturer narrative:
The technician installed a chip clip kit on both head siderail circuit boards, but the problem remained. Repairs have not been completed.